Event description:
It was reported that a small volume infusor leaked from the "elastomer" into the bag. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between may 28, 2024 ¿ may 30, 2024. H11: the device was received for evaluation with a non-baxter connector (closed system transfer device) attached to the luer. A visual inspection was performed, and fluid inside a bag that contains the infusor sample was observed. The leak was coming out at the distal end of a non-baxter connector that was attached to the device¿s luer. A functional leak test was performed, and no leaks were observed when tested with the infusor's blue winged luer cap. The device was determined to be conforming product. The reported condition was verified. The cause of the condition was determined to be use-related to the non-baxter connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.